Event description:
It was reported that; inserter was leaking during procedure. O-rings were replaced but that did not seem to solve the problem. After the case a "crack" was discovered at the tubing interface.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to have its metal flange where the tubing connects to the inserter cracked upon visual inspection. No relevant issues were identified in the manufacturing records. Conclusion: the plausible root cause of this event is multifactorial in nature.

Event description:
It was reported that; inserter was leaking during procedure. O-rings were replaced but that did not seem to solve the problem. After the case a "crack" was discovered at the tubing interface.